Manufacturer narrative:
(B)(4). Upon visual inspection, it was confirmed that the screw was fractured. No additional damage was noted to the screw. The device history record review for the screw did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported a screw fractured inside the implant. The dentist was able to remove the screw without damaging the implant.